Manufacturer narrative:
Customer advocacy has reached out to customer to provide sample for the investigation. Ups label was provided to the customer. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr. (B)(4).

Event description:
The customer reported that the circuit is very loose on installation and often disconnects while in use during surgery. "The pediatric patient experiences oxygen desaturation requiring immediate corrective action by the anesthesiologists to prevent patient injury. The edith 1000 hme is found to be loosely connected to the patient wye when pushed and twisted to obtain a tight fit to patient wye collapses and anesthesiologist fears it may crack and leak oxygen and anesthetic gas." It was confirmed that there was patient involvement with no harm associated.

Manufacturer narrative:
Follow up emdr submission, investigation results: one open circuit was received for evaluation. Each connection and component thereof underwent functional inspection. The functional inspection (15mm conical fitting per iso testing), confirmed the presence of an out of specification condition of the elbow connector (p/n r5600mw). This condition was identified as potentially contributing to the ¿disconnected¿ condition reported by the customer. The most probable root cause of this occurrence was identified as relating to discrepancies identified on the parameters of references that affect the product dimensions during the molding process. The additional components, edith 1000 hme (p/n r557055200) and wye (p/n r5044gxxa) were within specification and no issues were found. A 2-year retrospective review of complaints for product code a5u580a4 was performed from january 1st, 2015 through december 31st, 2016. The disconnect condition has been determined to be an isolated occurrence as it relates to the out of specification component p/n r5600mw. As part of immediate containment actions, the inspection method was updated from a manual inspection to mechanical inspection to eliminate the variation on dimensional inspections. Personnel were also retrained in the proper twist motion to ensure proper connection of components. To further prevent the out of specification issue, the reference parameters contributing to the molding process variation are being evaluated in order to determine implementation of the necessary controls.